Event description:
The device has been accidentally taken off after 45 days from the implant without provoking any damages to the pt. The physician has commented the near incident was caused by the internal bolster being considered too small and soft.